Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during drain one. The home patient (hp) disconnected to go to the bathroom and did not reconnect before the hc started to drain. The technical service representative (tsr) explained the alarm and its cause. The tsr had the hp cycle the power to clear the alarm and advised the hp start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from the cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.